Event description:
Pt (patient) is a 53 y/o male with history of complete heart block s/p (status post) dual chamber pacemaker placement (B)(6) 2019 c/b (complicated by) poor wound healing and infection w/ (with) re­ implant (B)(6) 2019 now with recent re-infection. Pt presented to ER (emergency room) on (B)(6) 2023 after recent d/c (discharged) from (B)(6) on (B)(6) 2023 on IV (intravenous) ampicillin and IV ceftriaxone for e. Faecalis bacteremia and suspected infected pacemaker. Pt admitted to the general medicine floor for further antibiotic management on (B)(6) 2023. Pt initiated on daptomycin IV on (B)(6) 2023, on vancomycin IV (B)(6) 2023 (discontinued d/t (due to) acute renal impairment), on daptomycin IV (B)(6) 2023 (discontinued d/t rhabdomyolysis). Pt's transient increase in ck (creatine kinase) correlates with the course of daptomycin treatment. Pt hospitalized until (B)(6) 2023 for further management and IV antibiotic therapy. Rhabdomyolysis.